Manufacturer narrative:
Conclusion: the reported problems of insufficient auditory perception appear to be related to an insufficient mechanical device coupling due to a migration of the floating mass transducer (fmt). The fmt was cut during an earlier intervention because it was floating inside the middle ear and seen through the ear canal. Device investigation confirms the reported damage. This is a final report.

Event description:
The user did not use the device because he did not have hearing benefit with the device, possibly due to a migration of the floating mass transducer (fmt). The user has been explanted.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The user did not use the device because he did not have hearing benefit with the device, possibly due to a migration of the floating mass transducer (fmt). The user has been explanted.